Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing and sensing consistently. After placement of the pacing wire and prepping to set the pacer, there was very little sensing or capture getting up to about 15a and then after manipulating the connections the capture happens and the patient¿s chest jumped. Occasionally, the capture holds and other times it does not and has to be adjusted again. Multiple cables and pacing wires were used for troubleshooting and the issues persisted. It was recommended that the epg be returned for service, but its current status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was unable to confirm the customer comments that the epg was not pacing and sensing consistently. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.